Event description:
The customer reported that the customer was not hearing audio from the external speakers. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.